Event description:
An aneurx bifurcated stent graft of unknown size and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm on an unknown date. The aneurysm neck was reported to be about 15 mm long, angled, and short. It was reported that the stent graft was either placed incorrectly or may have slipped down in the aneurysm, cuasing a type I endoleak. Four aortic extender cuffs were implanted in order to seal the aneurysm. It was reported that the flush catheter came out of position when the most proximal cuff was partially deployed; therefore, the physician was unable to tell where the cuff was being deployed. After the cuff was fully deployed, it was found to be occluding the left renal artery. The endoleak was still present. It was reported that the patient's creatinine rose from 0.9 mg/dl to 1.4 mg/dl. On the day of the event, a CT scan demonstrated that the endoleak had not resolved. The patient was reported to be fine as of 12/2001. It was reported that no further interventions are planned at this time.